Event description:
It was reported that a company representative was having problems with the serial adapter cable to her dell x5 handheld device. The representative indicated that the cable was split and the handheld would only work if the serial adapter cable is held in place. A replacement cable was sent to the representative and the cable is question was returned to the manufacturer for analysis. Device evaluation is in process and has not been completed at this time.